Manufacturer narrative:
H10: in a second onsite service completed by the field service engineer (fse) on (B)(6) 2023, it was stated that the device was not in service and still could not be reviewed or found. The customer was informed that if the device is found, to call philips in order to implement the appropriate corrective action. No further intervention was performed. In a good faith effort (gfe) response from the fse received on (B)(6) 2023, no further info for the patient information from the time of the event was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was turning on and off intermittently. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer requested onsite service, and it was advised, if needed, to order and replace the liquid crystal display (lcd) assembly. It was stated on (B)(6) 2023 by the field service engineer (fse) that they searched, without success, for the v60 device which was experiencing the malfunction. The customer was informed that if they find the equipment, to inform philips so that further service can be completed. Investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).